Event description:
Patient with a history of breast cancer. Initially she had a lumpectomy and radiation on her right side, followed by a recurrence. She underwent a bilateral mastectomy with immediate reconstruction at another facility. She has been having breast pain and increased in size of breast more recently and would like to have them removed. Pathology report: r breast implant extraction received in formalin 500g 13.5x 11.5 x 6.5cm previously disrupted implant with a 1.0 x 0.5cm irregular transmural defect. The wall displays a colorless textured outer surface with minimal attached tissues and the inscription reads style 410lf lot 3019595 allergan 490cc.

Event description:
Patient with a history of breast cancer. Initially she had a lumpectomy and radiation on her right side, followed by a recurrence. She underwent a bilateral mastectomy with immediate reconstruction at another facility. She has been having breast pain and increased in size of breast more recently and would like to have them removed. Pathology report: r breast implant extraction received in formalin 500g 13.5x 11.5 x 6.5cm previously disrupted implant with a 1.0 x 0.5cm irregular transmural defect. The wall displays a colorless textured outer surface with minimal attached tissues and the inscription reads style 410lf lot 3019595 allergan 490cc.